Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead thresholds increased and there was exit block. It was further reported that the lead was surgically abandoned/capped and replaced. It was also reported that the right ventricular lead had decreased capture threshold. A new lead was added to increase threshold. The right ventricular lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead thresholds increased. The lead was explanted and replaced. No patient complications have been reported as a result of this event.